Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, patient will need to undergo a revision procedure due to wear of the rotator cuff. There has been no reported revision procedure. No further information has been provided to date.